Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the patient developed a skin rash. The general practitioner (gp) prescribed a cream which was causing the pod not to adhere properly and did not help to heal the skin irritation.